Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during use of a 7mm x 8cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter, the balloon pressure could not be raised at all. Under fluoroscopy, a balloon leakage was observed, and the device was withdrawn from the patient. There were no reported injuries to the patient. The device was being used for an arteriovenous fistula procedure. The device will be returned for evaluation.